Event description:
A pharmacist reported that a customer returned a box of test strips, lot 1h506b. The customer opened the box of test strips and performed blood glucose test on test strips from both bottles. She stated that the readings she obtained with the first bottle were 50-80 mg/dl lower than readings she obtained with the second bottle. The customer believes that the first bottle is inaccurately low. The desiccant is in both bottles of device. The pharmacist does not have any other info regarding the customer complaint.